Event description:
Boston scientific received information that this patient presented with a red, swollen, warm and painful cardiac resynchronization therapy defibrillator (crt-d) incision site. Intravenous antibiotics were administered. All device products, including the investigational right ventricular (rv) and left ventricular (lv) leads, were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.